Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that during surgery the cement set too quickly. It set in 6 to 7 minutes although usually 11 to 12 minutes. The surgeon is very experienced with the simplex cement and he addressed that he kept and handled the cement as usual however, it set too quickly. Operating room temperature was at 24c. Distributors' warehouse temperature was 25c during the day. However, the air conditioner was off during nights. The temperature at night is unk exactly; however, it gets very warm during summer time (around 30 c or higher). The mixing was done manually. No antibiotic was mixed.